Event description:
When the dermabond was squeezed, glass shards poked through and cut the physicians hand. Manufacturer response for demabond advanced, (brand not provided) (per site reporter): waiting for return kit to return the product.